Event description:
Damaged pilot balloon.

Manufacturer narrative:
The damaged inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated.

Event description:
Damaged pilot balloon.

Manufacturer narrative:
The damaged inflation balloon deflated during intubation. The interruption in therapy caused the patient to be re-intubated. The complaint of " damaged pilot balloon" regarding part I-pfrp-70 was confirmed. The root cause was not determined but could possibly be a result of damage to the pilot balloon during transportation. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.